Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was taken by ambulance to the hospital due to hypoglycemia. The reported blood glucose reading was 28 mg/dl. The customer stated that her diabetes is naturally brittle and she is sensitive to insulin. Nothing further was reported.